Manufacturer narrative:
Further information regarding the event or specific device information could not be obtained as the events were not reported to boston scientific by any person that was present or had specific knowledge about the alleged event. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient died. An unspecified employee of an unknown non-boston scientific medical device company told a physician about a 'patient death due to pfa on the cti line'. No further information was provided and no device return is expected.